Manufacturer narrative:
This is a supplemental correction to provide the update to the complaint conclusion: during use of the precise stent delivery system (sds), the stent could not be deployed when the sheath and handle were withdrawn to release the stent, as it cannot be withdrawn. There was no patient injury. No other information was obtained. The product was returned for analysis. One non-sterile precise pro rx 9x40 self-expanding stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received locked/ closed. Per visual analysis, the stent had been deployed and was not returned. Also, inner shaft was noted separated. No other anomalies were found. Per functional analysis a deployment test couldn¿t be performed due to the received condition of the unit, the stent was already deployed, and the inner shaft was noted separated. Per microscopic analysis elongations were observed on the inner shaft separated area, which are evidence commonly associated with separations caused by material tensile overload. Therefore, it is likely the unit was induced to a tensile force that exceeded outer shaft material yield strength prior to the separation. A product history record (phr) review of lot 17747386 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty - unable¿ was not confirmed through analysis of the returned device as the stent had been deployed. The reported "guidewire lumen (inner shaft) - separated" was confirmed since the inner shaft was observed separated, as received. Per microscopic analysis, elongations were observed on the inner shaft separated area, which are evidence commonly associated with separations caused by material tensile overload. Therefore, it is thought that the unit was induced to a tensile force that exceeded outer shaft material yield strength prior to the separation. The exact cause of the event could not be determined during analysis. Based on the information available for review, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (although unknown) may have led to the reported event. According to the instructions for use, which are not intended as a mitigation of risk ¿verify that the delivery system¿s radiopaque inner shaft markers (leading and trailing ends) are proximal and distal to the target lesion. B. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. C. Ensure that the access sheath or guiding catheter does not move during deployment. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
During use of the precise stent delivery system (sds), the stent could not be deployed when the sheath and handle were withdrawn to release the stent, as it cannot be withdrawn. During fal analysis, the inner shaft of the received precise sds was observed separated. There was no patient injury. No other information was obtained. The product was returned for analysis. One non-sterile precise pro rx 9x40 self-expanding stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received locked/ closed. Per visual analysis, the stent had been deployed and was not returned. Also, inner shaft was noted separated. No other anomalies were found. Per functional analysis a deployment test couldn¿t be performed due to the received condition of the unit, the stent was already deployed and the inner shaft was noted separated. Per microscopic analysis elongations were observed on the inner shaft separated area, which are evidence commonly associated with separations caused by material tensile overload. Therefore, it is likely the unit was induced to a tensile force that exceeded outer shaft material yield strength prior to the separation. A product history record (phr) review of lot 17747386 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty - unable¿ was not confirmed through analysis of the returned device as the stent had been deployed. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by elongations noted on the inner shaft separated area, which are evidence commonly associated with separations caused by material tensile overload. Therefore, it is likely that the unit was induced to a tensile force that exceeded outer shaft material yield strength prior to the separation. According to the instructions for use, which are not intended as a mitigation of risk ¿verify that the delivery system¿s radiopaque inner shaft markers (leading and trailing ends) are proximal and distal to the target lesion. B. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. C. Ensure that the access sheath or guiding catheter does not move during deployment. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use of the precise stent delivery system (sds), the stent could not be deployed when the sheath and handle were withdrawn to release the stent, as it cannot be withdrawn. During fal analysis, the inner shaft of the received precise sds was observed separated. There was no patient injury. No other information was obtained.